Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that during a difficult catheter insertion, the rn noted that the red lumen was difficult to flush and they could not obtain a blood return. Stylet that is in the red lumen from the manufacturer was removed during procedure. Purple lumen housed the added arrow brand vascular positioning stylet and this lumen remained patent throughout the procedure, easy to flush with blood return. Suspecting the PICC may be kinked or "knotted", she retracted the PICC a few cm at a time to assess patency. No amount of retracting the PICC during the procedure re-established patency. This PICC was removed and another PICC kit was opened to complete the procedure. Once the faulty PICC was removed from the pt, writer attempted to flush the red lumen, agitate with fluid, etc with only drips of fluid passing through the lumen.